Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) lead impedance measurement of 2008 ohms. Technical services (ts) was consulted and noted the rv lead appeared to be exhibiting loss of capture. This pacemaker system remains in service. No adverse patient effects were reported.